Event description:
It was reported that, following the pt's pump device replacement surgery, the pt experienced a possible overdose. The pt was redirected to their health care provider as the request involved a prescription change. Two weeks later, it was reported the pt experienced a possible underdose. The pt reported withdrawal symptoms, including spasms and sweating (diaphoresis). It was stated the "catheter is twisted because (the pt) rolled from side to side." A catheter study was done, and it was reported the catheter would be replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).